Manufacturer narrative:
A dreamstation 2 advanced auto CPAP was returned to the third-party service center for a repair. During the evaluation it was noted that the device's printed circuit assembly is burnt. The investigation is ongoing. The device will be forwarded to the manufacturer for further investigation. The previous report b5 was incomplete. A dreamstation 2 advanced auto CPAP was returned to the third-party service center for a repair. During the evaluation it was noted that the device's printed circuit assembly is burnt, iso port is contaminated, heater plate is contaminated/corroded, ui panel flex cable is burned due to the printed circuit assembly, motor blower is contaminated, and some screws are corroded. The pollen filter was replaced for preventative maintenance. In conclusion, the device's printed circuit assembly and new screw kit need to be replaced. The investigation is ongoing. The device will be forwarded to the manufacturer service center for further investigation. If any additional information is received, a follow-up report will be filed.

Event description:
A dreamstation 2 advanced auto CPAP was returned to the third-party service center for a repair. During the evaluation it was noted that the device's printed circuit assembly is burnt. The investigation is ongoing. The device will be forwarded to the manufacturer for further investigation.